Event description:
The inner aspect of male adaptor of the tubing that screws into the sheath for the hysteroscope broke off into the female connection point. The inner aspect of the male adapter of the tubing that screws into the sheath for the hysteroscope broke off into the female connection point. The hysteroscope was not in the patient at the time of breakage.